Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties were encountered and the guide wire tip detached. The target lesions were located in the left anterior descending (lad) artery and the right coronary artery (rca). The kinetix guide wire was used in a successful treatment of the lad. The kinetix guide wire was then advanced to the rca and a 2.75x28mm taxus stent was implanted without issue. When attempting to withdraw the guide wire, severe resistance was encountered and the wire would not move. An unspecified balloon catheter was loaded on the guide wire to aid in its removal, but difficulty was noted when trying to advance the balloon to the distal end of the wire. A non bsc 5fr guide catheter was then able to be advanced to the wire¿s distal end and the two devices were removed together as a unit. The distal portion of the wire detached while at the ostium of the proximal rca. A snare was utilized to remove the wire fragment successfully. The procedure was completed with a different device. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: in their (B)(6). Device evaluated by MFR: returned product analysis revealed the device was received in two pieces. The distal section measured 1¿ and the proximal section measured 6¿ from the point of fracture to where the high torque sleeve (hts) meets the core wire. A small portion of the hts was removed from the proximal section to reveal the core wire fracture. There was a bend near the surface of the fracture surface. Sem lab analysis concluded that the core wire fracture was caused by a ductile bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the first lesion was located in the mid lad and was 75% stenosed. The vessel was moderately tortuous and moderately calcified. An unknown manufacturer's cutting balloon was advanced over the kinetix guide wire for pre-dilation and a 3.5x12mm non bsc stent was then implanted. The second lesion was located in the mid rca and rca-pav and was 90% stenosed. The vessel was moderately tortuous and moderately calcified. A 2.5x20mm non bsc balloon was advanced over the kinetix wire for pre-dilation. After deployment of the taxus stent, the kinetix guide wire was unable to rotate or advance. Upon removal of the fractured kinetix wire tip, an unknown guide wire was advanced and post-dilation of the taxus stent was performed with a 3.0x12mm non bsc balloon and a 2.5x20mm balloon.